Event description:
Per review of additional patient ECG recordings, additional information surrounding patient death is available. A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was transported to a medical center where they passed away. Review of the patient's continuous ECG recordings indicated the patient received three shocks in response to nonsustained ventricular tachycardia (nsvt). The device detected an arrythmia on (B)(6) 2020 at 05:39:30 while the patient's rhythm was a sinus rhythm at 30 bpm with a chb and nsvt. At 05:39:53, gel was released. The patient received a first treatment at 05:40:03. The patients rhythm at the time of the treatment was nsvt at 280 bpm for approximately 21 seconds, and the post-shock rhythm was atrial fibrillation (af) at 30 bpm. Treatment 2 occurred at 06:00:50. The patient's rhythm was nsvt at 230 bpm for approximately 18.91 seconds, and the post-shock rhythm was af at 40 bpm. Bradycardia status was detected from 06:08:05 to 06:18:31. The patient was treated a third time at 06:19:31. The patient's rhythm was nsvt at 220 bpm for approximately 18.48 seconds, and the post-shock rhythm was af at 40 bpm. Per continuous ECG data, the patient was in sinus rhythm at 70 bpm at the time the electrode belt was disconnected at 06:39:43 on (B)(6) 2020. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020. A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was transported to a medical center where they passed away. Review of the download data, indicates the patient received two shocks in response to nonsustained ventricular tachycardia (nsvt). The patient was in nsvt at 180 bpm for 22.1 seconds at the time of the first treatment shock at 05:40:03. The patient's post shock rhythm was atrial fibrillation (af) at 40 bpm with nsvt. The patient was treated a second time at 06:00:50. The patients rhythm at the time of the treatment was nsvt at 230 for 18.91 seconds, and the post shock rhythm was af at 40 bpm. A non-treatable rhythm was detected at 06:01:22. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) and electrode belt sn (B)(6) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. H4. Device manufacturer date: monitor : 01/31/2013. Electrode belt: 11/06/2012.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor : 01/31/2013, electrode belt: 11/06/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was transported to a medical center where they passed away. Review of the download data, indicates the patient received two shocks in response to nonsustained ventricular tachycardia (nsvt). The patient was in nsvt at 180 bpm for 22.1 seconds at the time of the first treatment shock at 05:40:03. The patient's post shock rhythm was atrial fibrillation (af) at 40 bpm with nsvt. The patient was treated a second time at 06:00:50. The patients rhythm at the time of the treatment was nsvt at 230 for 18.91 seconds, and the post shock rhythm was af at 40 bpm. A non-treatable rhythm was detected at 06:01:22. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.